Manufacturer narrative:
(B)(4).

Event description:
The sensor wire for sn (B)(4) was missing from the sensor pod and seal carrier. Problem is confirmed. Due to the missing sensor wire, the sensor wire is considered detached. Root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/19/2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.